Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Description : atrial intrinsic amplitude out of range. Presenting egm shows appropriate function with some ffrwos in the refractory period appropriately ignored. No atrial egms since last check (B)(6) 2023, atr egms from before that show some short atr events inappropriately recorded due to ffrwos. Known, no report sent. Caller facility : null new attachment(s) : yes.